Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was discharged on (B)(6) 2020 after a prolonged and complicated hospitalization with supratherapeutic international normalized ratio (inr) and abdominal wound infection, complicated with altered mental status and decreased level of consciousness. The patient had chronic drainage from a tract communicating with her abdominal mesh. Serial computed tomography (CT) scans were negative. It was reported that the patient was initially admitted on (B)(6) 2020. The source of the infection was an abdominal hematoma status post ventral hernia repair with mesh with non-healing abdominal wound, probably infected, with brown foul-smelling drainage. An abdominal computed tomography (CT) scan showed large encapsulated fluid and gas collection along with ventral abdominal wall measuring approximately 13 mm by 8 mm by 2 mm with a draining tract toward the skin. Initial recommendations suggest that diagnostics follow up with wound cultures. On 02jan2020, it was reported that the blood cultures drawn on (B)(6) 2020 were preliminarily positive for gram positive cocci. The patient continued on broad spectrum antibiotics while awaiting infectious disease input. On (B)(6) 2020, acs performed incision and drainage of the wound at bedside. A wound vacuum was placed. Antibiotics were deescalated to cefepime and chronic therapy with bactrim. On (B)(6) 2020, the patient continued to be more lethargic and less responsive. A CT was done on (B)(6) 2020 without acute event. Repeat blood and urine cultures were obtained an evaluated by a cardiology fellow on (B)(6) 2020. No focal deficit noted, felt to be delirium. A neurology consultation on the morning of (B)(6) 2020 felt that the lethargy and decrease in response was related to cefepime. Infectious disease did not agree. The patient was changed to ceftriaxone per infectious disease. A follow up head CT and electroencephalogram (eeg) were ordered. On (B)(6) 2020, the patient continued to show ectopy on monitor. The patient was given electrolyte replacement. Low dose bb was started. The patient was improved in mentation during the morning, was alert, and answered questions with yes/no answers. Neurology agreed that the previous loss in mentation was likely from cefepime and signed off. On (B)(6) 2020, the patient was more alert but confused. Pulsatility indexes (pis) were low in the morning and intravenous fluids were increased to 75 ml per hour. The patient showed less ectopy with low dose bb. On (B)(6) 2020, the patient had worsening confusion and was aphasic. A repeat head CT was performed and the doctor planned to consult with neurology. Pis improved to baseline with intermittent power spikes overnight with increased lactose dehydrogenase (ldh) levels. Intravenous fluids were discontinued. On (B)(6) 2020, the patient was alert and answering questions appropriately but was confused intermittently. Leukocytosis resolved and lactate levels were normal. Repeat cultures were negative to date. Edematous and volume was increased and 20 mg of lasix was given intravenously. Pis were back up to baseline. On (B)(6) 2020, the patient was asleep in the morning but awake during the majority of the night with continued confusion. The physician planned to consult with infectious disease regarding length of intravenous antibiotics and possibly transition to levaquin. On (B)(6) 2020, the patient was alert and oriented in the morning. The patient was transitioned to levaquin intravenously. Pis back to baseline. Discharge planning was started. On (B)(6) 2020, the patient was to continue working with physical and occupational therapy. The patient was given kub for nausea and diarrhea overnight. Pi levels were elevated twice. Diuretics continued to be held. On (B)(6) 2020, the patient was transferred to inpatient rehabilitation. On (B)(6) 2020, the patient showed worsening drainage out of the abdominal wound. The patient was found to have a fistula. Palliative care was consulted. On (B)(6) 2020, the patient had increased pain in her abdomen. The patient was unable to get out of bed and was transferred back to the hospital with worsening foul smelling drainage from the open abdominal wound. Per her surgeon, the patient was deemed a non-operative candidate. On (B)(6) 2020, the patient was discharged to long term acute care (ltac) where she was made a do not resuscitate comfort care (dnrcc) code.

Manufacturer narrative:
Sections d4, h4: additional information. Section a2: corrected information. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. A direct relationship between the device and the reported bleeding, ectopy, and other clinical symptoms could not be conclusively determined through this evaluation. Additionally, the reported pump power elevations could not be confirmed through this evaluation as no log files were submitted for review. The patient remained ongoing until ultimately expiring on (B)(6) 2020, (refer to MFR. Report # MDR-2020-17957). The heartmate ii lvas IFU lists infection, bleeding, cardiac arrythmia, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.